Manufacturer narrative:
No conclusive evidence has been provided that supports or opposes that fact that the invisalign system aligners caused or contributed to the patients symptoms. This event is being filed as an MDR as the patient reported being hospitalized while an align product was being used.

Event description:
The patient reported the symptom of an infection of the stensen's duct (salivary gland). The patient reported being hospitalized for 5 days due to the reported symptom. The patient reported being prescribed antibiotics (unspecified) to alleviate the reported symptom. The treatment was discontinued on (B)(6) 2019 and the patient is currently asymptomatic. The treating doctor believes that the age of the patient and a compromised immune system may have contributed to the event.